Manufacturer narrative:
Explant date: the referenced previous suspicion of a driveline compromise was reported under MFR # 2916596-2015-00157. At the time, the patient was given an ungrounded power module patient cable and was discharged. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 2 months. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2015, it was reported that the patient's system controller indicated a driveline fault alarm. The patient switched to the backup system controller. The patient remained asymptomatic. The driveline fault alarm occurred again on (B)(6) 2015 and a request was made to the manufacturer to further evaluate the patient's driveline. On (B)(6) 2016, the manufacturer's technical service representative evaluated the patient's driveline. All the wires were found to be electrically intact and there was no evidence of a short to shield condition on the external portion of the driveline. An issue with the internal driveline could not be ruled out and a pump exchange was recommended. On (B)(6) 2016, the patient's pump was exchanged. The pump is expected to be returned for evaluation. No further information was provided.

Manufacturer narrative:
The explanted pump and a system controller were returned for evaluation. The pump was returned assembled with the driveline cut at the pump's nipple housing and the distal portion of the driveline was returned in two sections measuring 8 inches (internal) and 30 inches (external), respectively. The red and orange wires from the 8 inch section of the driveline were returned in an envelope and the insulation had been stripped off at both ends. The wires of the 30 inch portion of driveline had also been stripped at their ends. Visual examination of the outflow elbow and the pump¿s blood-contacting surfaces upon disassembly, revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. However, visual inspection of the 8 inch red wire from the internal section of the driveline revealed an area approximately 1.5 inches from one of its ends that was discolored. Upon further examination and handling, the wire completely fractured at this point, revealing that the conductors were frayed and corroded. The red wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. Abrasions to the insulation of the other wires were noted, but the remainder of the driveline was otherwise unremarkable. The broken, corroded conductors of the red wire from the internal section of the driveline would have resulted in the driveline fault alarms that were confirmed through the analysis of the returned system controller. The reported driveline fault alarm was confirmed based on the information recorded in the returned system controller log file. The data log file retrieved from the returned system controller contained approximately 26 days of events, from (B)(6) (B)(6) 2015. On (B)(6) 2015, a driveline fault alarm was recorded that appeared to be associated with the wire for motor phase 3. The system controller was operated for an extended period of time during functional testing while connected to a mock circulatory loop and the driveline fault alarm was not reproduced. The system controller passed all additional test steps and functioned as intended. The investigation did not identify a correlation between the returned system controller and the driveline fault recorded in the log file. A review of the device history record for the pump and system controller revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information was received that the first driveline fault alarm occurred on (B)(6) 2015 and the system controller was exchanged. On (B)(6) 2015, the driveline fault alarm reoccurred and the system controller was exchanged again to the most current software version. The healthcare clinician reported that x-rays of the driveline did not reveal any areas indicating wire damage. After the driveline fault alarm sounded again on (B)(6) 2015, it was reported that the driveline connector to the system controller was cleaned with an unspecified cleaning solution to rule out any contact issues. On (B)(6) 2016, an onsite evaluation of the external portion of the patient's driveline by manufacturer's technical service representative was unremarkable. Following the pump exchange procedure on (B)(6) 2016, it was reported that the internal portion of the driveline was examined at the hospital after the pump was explanted and wire damage was observed.